Event description:
It was reported that the locking ring was bent when the box was opened. They attempted to assemble it with bipolar liner but could not assemble due to the deformed rings. The surgeon was completed using another size. There is no additional information available at the time of this report.

Manufacturer narrative:
(B)(4). G2: foreign: japan. Visual examination of the returned product identified the liner had indentations along the od of the device. The locking ring was returned inside of the shell with the chamfer in the correct position. The locking ring was removed for further evaluation. The ring was bent with scuffing on the underside. The width and thickness of the locking ring were measured and found in conformance. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.